Event description:
Reporter alleged having discrepant blood glucose values of 399 mg/dl back to back with a result of 100 mg/dl when testing was performed within 10 minutes on the active system. Reporter stated she self treated with food but no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.